Event description:
During a left ventricular (lv) premature ventricular contraction (pvs) ablation procedure, a pericardial effusion occurred which is suspected to be posterior basal lv. The catheter was advanced across the valve, and briefly showed high force and a location outside the established geometry. The catheter lost force sensing data after the second ablation set before the effusion was noted, but there were no patient consequences due to the loss of force data as ablation had been completed. At the end of the case, after successfully ablating two pvcs, during the final ice check, the effusion was noted. A pericardiocentesis was performed which stabilized the patient.